Event description:
Account contact reports: clinician noted the back of their hands to be red, itchy and broken down after wearing the product for long hours during a case. Clinician does not have any known sensitivities. They scrub with betadine or hibiclens products. The reaction subsides when they stop wearing the product.